Manufacturer narrative:
The suspect device was returned for evaluation. The reported failure was observed; however, the root cause of this defect is unable to be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
Account report that during a procedure the tip of the catheter fractured and had to be retrieved with a snare. The procedure continued after replacing the catheter and was completed without further issues.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.